Manufacturer narrative:
Initial 1 of 5. E1: (B)(6), based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced five infusion sets leakage issues were leaks between the tubing and the cartridge on (B)(6) 2026.